Event description:
It was reported that the device exhibited oversensing. Fluoroscopy and visual examination of the lead showed the lead appeared to be partially crushed close to entry of the subclavian vein. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.